Manufacturer narrative:
(B)(4). Date sent: 10/26/2020. H1: MDR decision: serious injury. Upon review of the information provided, it was concluded that this event does not meet the FDA defined criteria for a reportable death and is being considered a serious injury. Additional information was requested, and the following was obtained: was an autopsy performed? If so, can the results be shared? The results not available share due to relate policy. Does the surgeon believe that a device deficiency caused or contributed to the patient death? The surgeon does not believe that device contributed to the patient death.

Manufacturer narrative:
(B)(4). Date sent: (B)(6) 2020. Additional information was requested, and the following was obtained: was an autopsy performed? If so, can the results be shared? Still waiting for result of autopsy. Does the surgeon believe that a device deficiency caused or contributed to the patient death? Still waiting for response from surgeon.

Manufacturer narrative:
Product complaint # (B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. Cdh25a. Were there any issues experienced with the device in the initial surgical procedure? Was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How was the leak identified? What was observed at the site of the leak upon reoperation? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. What was found in the reoperation and how was it addressed? Can a detailed timeline of events be provided? What device was used with the ecr60b? Were here any difficulties with device in initial procedure? Was an autopsy performed? If so, can the results be shared? Does the surgeon believe that a device deficiency caused or contributed to the patient death? Would the surgeon be interested in speaking to ethicon medical and engineering to discuss event?

Event description:
It was reported that the surgeon did endoscopic radical esophagectomy on (B)(6) 2020. During the surgery, cervical esophagogastric anastomosis was performed with cdh25a, and the anastomotic leakage occurred on the 5th postoperative day. The esophageal stump was closed with ecr60b, and leakage occurred on the 5th postoperative day during the same period. During this period, hematemesis occurred at 2 a.m. On (B)(6) 2020 after relevant treatment, and the patient died with rescue invalid.

Manufacturer narrative:
Product complaint # (B)(4). Date sent: 6/3/2020. Additional information was requested, and the following was obtained: cdh25a: were there any issues experienced with the device in the initial surgical procedure? Not any issue. Was a leak test performed? If so, what type and what was the result. Unkonwn. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, the staple line was good after the initial surgical procedure. How was the leak identified? The patient started to have a fever on the 2nd postoperative day. What was observed at the site of the leak upon reoperation? Anastomotic leakage. Fluid flows into the pleural cavity. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe the shape and location. Not any issue what was found in the reoperation and how was it addressed? Can a detailed timeline of events be provided? Not available. What device was used with the ecr60b? Were here any difficulties with device in initial procedure?--not any difficulties was an autopsy performed? If so, can the results be shared? Yes, waiting for results does the surgeon believe that a device deficiency caused or contributed to the patient death? Wait for autopsy report.